Manufacturer narrative:
The complaint description states that after the second screw was implanted the surgeon accidentally broke the prongs, so the remaining two locking screws couldn't be used. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking screws were opened, however after the second screw was implanted the surgeon accidentally broke the prongs, so the remaining two locking screws couldn't be used, had to use the non locking screws and different screwdriver.